Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Based on the reviewed documentation, analyzes of the case and troubleshooting conducted by the technician, it has been concluded that the occurrence of internal leakage, safety valve test and pressure transducer test failure on servo-I device has been related to part: pressure transducer printed circuit board (pcb). Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Defective pressure transducer pcb may lead to high pressure. The evaluation of provided log files from the day of event and from the day of repair confirms occurrence of internal leakage, safety valve and pressure transducer test failure. Based on provided information it was clarified that pressure transducer printed circuit board replaced to resolve the problem was a component which came from another manufacturer. According to user manual for servo-I, original parts from the manufacturer must be used. To conduct further analysis of the case, more detailed information is required. Unfortunately, the claimed part was not available for further analyze. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(6)